Event description:
A dental professional was performing routine medical treatment to a patient when the lens head shield/holder fell off the marus dental light and hit the patient on the neck causing a slight burn. There was no serious injuries reported.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/holder into place. The lens heat shield/holder has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. The light is over 11 years old and is past the expected life of the device.